Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-00985. All information can be found under manufacturer report number 1416980-2025-00985. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.